Event description:
The manufacturer received information is unknown. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported received information is unknown. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.